Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped, and the touchscreen became cracked and no longer functional. Customer's blood glucose level was not impacted. Customer has back up manual injections for continued insulin therapy.